Event description:
It is reported that medial femoral avulsions were occurring when using these femoral blocks.

Manufacturer narrative:
Other device used: catalog # 00541304114, gender solutions natural-knee flex system multi-reference 4-in-1 femoral instrumentation femoral saw guide, lot # unk, catalog # 00541304115, gender solutions natural-knee flex system multi-reference 4-in-1 femoral instrumentation femoral saw guide, lot# unk, catalog# 00541304116, gender solutions natural-knee flex system multi-reference 4-in-1 femoral instrumentation femoral saw guide, lot# unk, catalog # 00541304117, gender solutions natural-knee flex system multi-reference 4-in-1 femoral instrumentation femoral saw guide, lot# unk. This report will be amended when our investigation is complete.